Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, one electronic photo was provided for review. The photo show partial view of a clinician holding an implanted glidepath hemodialysis catheter in which one of the extender legs was noted to be partially broken near the bifurcation area and blood residues were noted on the device. Therefore, investigation confirmed for the reported fracture, fluid leak and air leak issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device catalog #), g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. Post the procedure on (B)(6) 2025, the patient allegedly experienced bleeding from an arterial line while having dialysis. Additionally, noted a crack in the proximal part of the arterial lumen (red lumen) to the tl hub. It was further reported that there was an air leak, and the patient was coughing or discomfort secondary to the air leak or air embolism. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. Post the procedure on (B)(6) 2025, the patient allegedly experienced bleeding from an arterial line while having dialysis. Additionally, noted a crack in the proximal part of the arterial lumen (red lumen) to the tl hub. It was further reported that there was an air leak, and the patient was coughing/discomfort secondary to the air leak/air embolism. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although physical device was not returned for evaluation, one electronic photo was provided for review. The photo show partial view of a clinician holding an implanted glidepath hemodialysis catheter in which one of the extender legs was noted to be partially broken near the bifurcation area and blood residues were noted on the device. Therefore, investigation confirmed for the reported fracture, fluid leak and air leak issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. Post the procedure on (B)(6) 2025, the patient allegedly experienced bleeding from an arterial line while having dialysis. Additionally, noted a crack in the proximal part of the arterial lumen red lumen to the tl hub. It was further reported that there was an air leak, and the patient was coughing and discomfort secondary to the air leak or air embolism. The current status of the patient was unknown.